Event description:
A pt reported blood glucose results of "463 mg/dl, 271 mg/dl, and 263 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control solution is being replaced.